Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary maintenance required' failures occurred after reboot and attempts to clear the errors were made. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had failures after the reboot. A field service engineer worked with pharmacy staff to recover failed pockets. Released one bad pocket and verified successful recovery. Medication was unloaded and returned to pharmacy. Confirmed proper operation of station. The system functioned as intended after the field service engineer repaired the device.